Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the patient developed a left subclavian vein thrombosis due to the implant of the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead. Medication was administered, and the device and lead remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.